Event description:
A report was received that the patient will be explanted due to pain at the pocket site.

Event description:
A report was received that the patient will be explanted due to pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and was reportedly doing fine but is still experiencing pain at the ipg site. Additional suspect medical device components involved in the event: model # sc-8120-50, serial # (B)(4), description: artisan surgical ld 50cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.